Manufacturer narrative:
The initial MDR 2432235-2021-00048 was filed on 18-feb-2021. Additional information (26-feb-2021): siemens reviewed the available information and found evidence of abnormal reaction kinetics that is suggestive of a potential reagent delivery issue or foaming issue. Siemens regional support center (rsc) recommended that the siemens customer service engineeer (cse) verify mixer alignments, check the impellers are perpendicular to the reaction cuvettes and replace the reagent and dilution probes. The cause of the falsely depressed creatinine (enzymatic creatinine, ecre_2) patient sample test result is unknown. The instrument is performing within specification. No further evaluation of the instrument is needed. Section h6 adverse event problem codes were revised.

Manufacturer narrative:
The customer contacted siemens to report a falsely depressed creatinine (enzymatic creatinine_2, ecre) patient sample test result was obtained from an atellica ch 930 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse reviewed instrument log files and found there were instrument errors but no flags on the test result at the time of the event. Siemens is investigating.

Event description:
A falsely depressed creatinine (enzymatic creatinine_2, ecre) patient sample test result was obtained from an atellica ch 930 instrument. The initial test result was not reported to a physician(s). The same sample was repeated twice on the original instrument and higher test results were obtained. The final reported result was an integer based on the repeat test results. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed patient result.